Manufacturer narrative:
On 25 february 2016, the (B)(4) project manager performed a preliminary investigation and commented as follows: no pictures of the screw and the insert are available. Therefore it is not possible to perform a preliminary visual investigation. Basing on the event description, the breakage of the screw was most likely due to an excessive tightening torque applied on the screw during fixation. This is something already experienced and deeply analyzed in medacta. Further investigations to analyse the nature of the breakage and the contingent presence of internal defects of the pieces had been required in the past. In particular, to reject the possibility that the event was related to the implant, two tests had been performed: failure analysis of the fixing screw of the tibial prosthesis. Summary of these analysis: "the entire fracture surface is characterized by dimples, typical for a ductile fracture occurred for overloading. The failure of the screw is due to overloading happened because of the application of a torsional torque, during tightening. No defects, metallurgical or microstructural anomalies were detected, which could have been considered as stress riser or promoter of crack initiation and propagation. The microstructure of the screw is consistent with the declared alloy (ti-6al-4v). The cause of the failure cannot be related to the production process of the component." Basing on these results, we can state that the screw is not defective and the breakage was due to excessive torque applied. Tibial insert fixing screw - torsional mechanical test. Summary of these analysis: the breakage torque is higher than 5nm. The maximum torque applicable to the screw with the standard screwdriver in accordance to the relative surgical technique is lower than the breakage torque. As conclusion of this analysis, no corrective action is needed. Using a screwdriver provided with a torque limitation (torque limiter screwdriver 3.5 nm) would prevent to exceed the breaking point. This type of screwdriver is already available on demand. X-ray received on (B)(6) 2016. On 22 march 2016, the medical affairs performed a clinical evaluation and commented as follows: screw fracture at insertion does not need a clinical investigation, it's a technical matter. As to the potential problems that may arise for the absence of the screw, it must be noted that the insert is only 12 mm thick, so it is not normally a situation of concern. Weight and habits and intrinsic stabilizer status of this patient are not known, but except very unfavourable conditions our recent tests let us be very optimistic for a long term performance of a 12mm ps insert with no screw.

Manufacturer narrative:
Batch review performed on 18 december 2015: lot 134296: (B)(4) items manufactured and released on 04 november 2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
During tightening, the head screw of the insert broke.